Manufacturer narrative:
An event regarding the crack/fracture involving a gmrs inserter. The event was confirmed. Device evaluation and results: review of device by a material analysis engineer indicated: "fracture consistent with an overload condition." Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported for stem inserter broke during implantation. The investigation concluded that the inserter broke due an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Broke stem inserter during implantation that caused a 10 minute delay in left knee surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broke stem inserter during implantation that caused a 10 minute delay in surgery.